Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and a screw had become dislodged and shorted the generator driver pcb. The generator driver was removed and replaced to repair the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported, because of this malfunction, that occurred during a procedure.